Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, around 10:30 pm, the patient was ¿severely shaking¿ and having a hard time speaking. The patient¿s wife took his bg meter reading, which was 822 mg/dl while the cgm was reading 89 mg/dl. The patient¿s wife administered novolog insulin to the patient and assisted the patient in drinking water and walking around to help bring his bg level down. After 45 minutes to an hour, the patient¿s bg meter reading decreased to 300 mg/dl while the cgm was reading around 300 mg/dl as well. The patient did not seek assistance from a higher-level care. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The single reported glucose value and range provided for the second value of the set falls within the a zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.